Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent and one solarice rx ptca balloon catheter to treat a severely tortuous and calcified lesion located in the cx artery. Both devices were inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated using a 2.0x 20mm and 2.5x20mm balloon to 18atm's. The devices did not pass through a previously-deployed stent. Resistance was encountered when advancing the devices. Excessive force was used. It was reported that the stent could not pass the lesion and deformation occurred in vivo during positioning. The device was replaced by another medtronic device. It was also reported that balloon deformation occurred while trying to pass through the lesion because of coronary tortuosity. It is believed that the event was due to use of the devices in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient in jury reported.

Manufacturer narrative:
Product analysis summary: there was damage evident to the distal shaft from 3.5-6cm proximal to the distal tip. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. Image review: an image shows the lesion in the circumflex artery as reported by the account. The lesion extends into the bifurcation of the circumflex and obtuse marginal. A guide wire is delivered through the lesion and a balloon is positioned at the lesion and inflated, pre dilating the lesion. A balloon is delivered to the distal region of the lesion and pre-dilation is performed. An angiogram after pre dilation shows some vessel patency restored as shown by the flow of contrast through the vessel. A stent is deployed at the lesion. A final angiogram shows improved vessel patency shown by contrast flow through the vessel. There were no images showing the reported resistance or excessive force used. There were no images showing the reported positioning difficulties, stent deformation or balloon deformation. If information is provided in the future, a supplemental report will be issued.